Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument, (lot #j5e3856ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy bilateral salpingo-oophorectomy, while using the suturing instrument to close the vaginal cuff after removal of the cervix and uterus, the device was difficult to unload and the string fell out after the first bite, and upon removal of the suturing device, operating room staff noticed a piece of the needle was missing and immediately informed the physician. An intraoperative x-ray was performed to locate the retained needle fragment. Attempts to locate the device led to increased bleeding during surgery, prolonged anesthesia time due to extended surgical time of more than 30 minutes, and the insertion of an additional trocar, resulting in another scar. The cuff was closed vaginally, hemostasis was achieved, and after locating the needle fragment on x-ray but being unable to retrieve it due to patient bleeding, the surgical team decided not to intervene further.